Event description:
It was reported that the patient was noticing battery depletion and leads had high impedances. The patient underwent spinal cord stimulation (scs) replacement. Procedure. The patient was resting comfortably and all pain areas were covered postoperatively. Explanted product was disposed per facility policy, and nothing will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 5009866 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 5010900 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4).